Event description:
It was reported that the wire got separated. A 1.50mm rotapro, 2.00mm rotapro and two ng rotawire floppy 5 pack were selected for use. During removal using dynaglide, the advancer and the wire became stuck midway and then were removed together. An additional ablation was performed with a second burr and rotawire. When attempting to remove the wire, the rotawire came out, likely causing a rupture of the opaque portion of the rotawire due to contact with the burr. It had to come out to the proximal area, so it could be easily removed using a snare. The procedure was completed with another of the same device. There was no patient injury and the patient was stable.

Manufacturer narrative:
A2: age at time of event: 18 years or older. H6: impact codes: corrected.

Event description:
It was reported that the wire got separated. A 1.50mm rotapro, 2.00mm rotapro and two ng rotawire floppy 5 pack were selected for use. During removal using dynaglide, the advancer and the wire became stuck midway and then were removed together. An additional ablation was performed with a second burr and rotawire. When attempting to remove the wire, the rotawire came out, likely causing a rupture of the opaque portion of the rotawire due to contact with the burr. It had to come out to the proximal area, so it could be easily removed using a snare. The procedure was completed with another of the same device. There was no patient injury and the patient was stable.